Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous left anterior descending artery. The 3.25x12mm nc traveler balloon dilatation catheter was advance for pre-dilatation; however, resistance was noted. The bdc ruptured during the first inflation at 13 atmospheres. Another non-abbott non-compliant balloon was used and a unspecified stent was implanted. The procedure was completed with intravascular ultrasound (ivus) and post-dilatation.